Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 38 synergy ii stent was advanced for treatment. However, it failed to cross and the stent dislodged in the mid left anterior descending artery, proximal to the lesion. Subsequently, the physician deployed the stent where it fell off and the procedure was completed with a different device. No known patient complications were reported.